Manufacturer narrative:
Failure analysis noted that the insulin pump functioned properly during the compromised force sensor system alarm test, the excessive no delivery and displacement test. There was no excessive no delivery alarm noted. The pump had a minor scratched display window, cracked case at the display window corners and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 80 mg/dl at the time of incident. The customer stated that his blood glucose was in the 400 mg/dl range and then he noticed it dropped. Troubleshooting was completed on previous calls. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.